Event description:
It was reported that the patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator was found in backup vvi mode. The patient was brought in the clinic and upon interrogation the device in backup vvi mode and with no high voltage therapy. No unusual things were noted which could have contributed the device to trigger into backup vvi mode. No intervention was performed. No patient symptoms were reported.

Manufacturer narrative:
The reported field event of backup was due to power on reset that occurred due to hv charging. Probable lithium clusters were noted on battery analysis which was consistent with the reported event. When powered with external supply the device was found to be normal.

Event description:
New information received: device was explanted due to the device going into back up vvi mode and a new device was implanted. Patient's new implanted device is being monitored remotely via merlin.net transmission. Patient was stable prior, during and post procedure.